Event description:
It was reported that a flogard infusion pump had a battery low alarm when the device was turned on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of a battery low was confirmed. The cause of the reported condition was due to a blown a/c fuse, which prevented the main batteries from being charged. To correct the issue the main batteries and the fuse were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.